Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right ventricular (rv) channel. The oversensing did not lead to any inappropriate therapy. Boston scientific technical services reviewed the episodes and recommended that the noise appeared to be caused by the minute ventilation signal. Reprogramming and further troubleshooting was recommended. No changes were made and the physician elected to continue monitoring the system. The rv lead is a competitor's product. This pacemaker remains in service. No adverse patient effects were reported.